Manufacturer narrative:
The pod was received for evaluation fully deployed. No damage or defects to the fluid path were observed that could contribute to the reported failure to deliver insulin. The patient history buffer data was inspected, and the pod was observed to be in manual mode for the majority of the pod run, delivering insulin according to the user's programmed basal rates. While the pod was in automatic glucose control mode, the algorithm functioned as expected with respect to the estimated glucose values from the continuous glucose monitor. No problem was found. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone14.3 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose to above 300 mg/dl while wearing the pod on their abdomen between 4 and 24 hours. The patient stated that the pod failed to deliver insulin properly for several days, and troubleshooting efforts were unsuccessful. Symptoms reported include nausea, vertigo, dizziness and hypertension. No treatment details were provided; however, the patient stated that both their blood pressure and blood glucose levels were stabilized during hospitalization. The patient also reported that changes were made to their medications